Manufacturer narrative:
B3: event date: november 2024. H11: the device was received for evaluation. During functional testing, the reported problem "failed upstream occlusion" was not reproduced. Evaluation had the device sent to flow line for upstream occlusion testing with a passed result. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor fluid numbers not within specification and unbale to calibrate. The processor board and shielding require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion which occurred during testing for flow accuracy. There was no patient involvement. No additional information is available.